Event description:
Event description cpi received information that the patient presented to the hospital feeling dizzy. The electrocardiograms noted ventricular pace markers but there was no accompanying output present from the implantable cardioverter defibrillator (ICD). After a cross functional investigation, this ICD was identified as being part of a trend that generated a safety alert on december 4th. The physician was notified of this safety alert on december 9th, 1998.